Event description:
Philips received a complaint on the heartstart xl+ defibrillator/monitor indicating that there was therapy issues, the unit cannot deliver therapy during the operation check. The device was not in clinical use at the time the issue was discovered. Results of functional testing indicate that the capacitor failed and needed replaced. The capacitor was replaced and returned the device to full functionality. The device remains at the customer's site. No further action is warranted at this time.